Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event while sleeping on (B)(6) 2025. The site of detachment was close to insertion site. The insertion site was right abdomen. The infusion set was in use for two days. No further information available.